Manufacturer narrative:
A ge representative evaluated the system and replaced the power plug. System operates as intended. (B)(4).

Event description:
The customer reported the power plug was broken. No patient injury was reported.